Event description:
Customer called for a new insulin pump. The current insulin pump has cracks. The last few months the insulin pump have been giving her a lot of problems. The current blood glucose reading is 379 mg/dl. Customer reported a hospitalization due to high blood glucose. The blood glucose meter registered high. Customer had ketones. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.